Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The meter and strips were returned for investigation. The strips were tested using a reference meter with a control sample. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.5 inr, qc 2: 2.5 inr, qc 3: 2.5 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The returned and the retention material meet the specification. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
We have received a report of questionable results obtained on a coaguchek xs meter, serial number (B)(4), compared to a laboratory result. The laboratory utilized a bft 2 lab analyzer with actin reagent. The meter result was 4.1 inr at 5:50 am. The laboratory result was 2.9 inr at 6:20 am. The patient's therapeutic range was 2.0-3.0 inr.